Event description:
Arjo was made aware of an event with arjo voyager portable ceiling lift and easytrack portable installation involvement. Bariatric patient was raised from the recliner with assistance of 4 caregivers. After over one minute, the easytrack rail detached from the post. The resident fell between the recliner and the bed. The falling rail hit the resident on the head and the left shoulder. An ambulance was called and the resident was taken to hospital where a computerized axial tomography scan was carried out. Initially, no injuries were reported. On (B)(6) 2021 arjo was informed that the patient was admitted to the hospital and suffered the following injuries: swelling and pain in right arm, headaches, bruising to face near nose, nausea, cognitive problems and anxiety. After receiving these additional information arjo became aware that the patient sustained a serious injury.